Manufacturer narrative:
H6: investigation summary: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis, and servicemax the root cause of incorrect/erroneous results was due to a dirty flow cell. This was confirmed after the tsr (technical service representative) instructed the customer to conduct an extensive flow cell clean, also known as a long clean. The customer emailed the tsr backed and reported the cleaning resolved the issue and the instrument was back up and running. No work order was opened nor was an engineer assigned to visit the customer site. No return sample was requested for evaluation because no parts were replaced. After the complete flush and cleaning of the system the instrument was performing normally. Although the instrument was used for diagnostic testing the issue was identified and resolved before the patient sample results were used for any diagnosis or treatment. Cleaning the fluidics and regular maintenance is essential for keeping the instrument at its optimal performance. This information can be found in the bd facscanto¿ ii flow cytometer instructions for use (IFU) manual, # 23-20269-00.

Event description:
It was reported that using the bd facscanto¿ ii patient sample had erroneous results, samples were reran on another canto with normal results. No erroneous results were released on patient and there was no reported patient impact. The following information was provided by the initial reporter: it was reported that the caller says patient samples are not looking normal. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? No. Caller ran same specimens on the other canto and the samples looked normal. Caller says cst passes and looks normal.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that using the bd facscanto¿ ii patient sample had erroneous results, samples were reran on another canto with normal results. No erroneous results were released on patient and there was no reported patient impact. The following information was provided by the initial reporter: it was reported that the caller says patient samples are not looking normal. Are you using this for clinical diagnostic test? Yes. Were erroneous results reported and used to treat a patient? No. Was there any injury or potential injury? No. Software version? Unknown. Leak (if yes explain)? No. Caller ran same specimens on the other canto and the samples looked normal. Caller says cst passes and looks normal.